Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The ccc was granted permission for remote connection. The ccc reviewed the quality control (qc) data. The qc data was in range at the time of the event. The ccc requested the customer to run a three cup precision study using level 2 qc material, resulting out of range. The ccc auto-aligned reagent probes 3 and 4 and sample probe 2. The ccc ran a sodium hydroxide clean on reagent probes 3 and 4. The ccc primed probe pumps 10 times and homed all modules. The instrument was reset. The ccc requested the customer to repeat the 3 cup precision, resulting within range. The cause of the discordant, falsely depressed cholesterol results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely depressed cholesterol results were obtained on two patient samples on a dimension vista 1500 instrument. The initial results were reported out to the physician(s). The customer repeated the same samples on an alternate dimension vista instrument, resulting higher. A corrected report was issued to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely depressed cholesterol results.